Event description:
It was reported that the patient developed a new stage 3 pressure injury on the coccyx while on the envella bed. There was no report of device malfunction as the customer stated the device seemed to be working correctly. Multiple attempts were made to obtain specific details about the development of the reported pressure injury were requested, including medical and/or surgical intervention provided and patient's outcome; however, no additional information could be obtained from the customer. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient developed a new stage 3 pressure injury on the coccyx while on the envella bed. There was no report of device malfunction as the customer stated the device seemed to be working correctly. Multiple attempts were made to obtain specific details about the development of the reported pressure injury were requested, including medical and/or surgical intervention provided and patient's outcome; however, no additional information could be obtained from the customer. The envella® air fluidized therapy system is intended for medical purposes to help treat or prevent pressure injuries, to treat severe or extensive burns, or to aid in circulation. This bed is an ideal support for patients who have advanced pressure injuries, flaps, grafts, or burns, and require frequent transfers or variable head elevation, and any other conditions appropriate for air fluidized therapy. The bed also can be used for intractable pain, extensive epidermal detachment, stevens-johnson syndrome, purpura fulminans, induce relaxation which may reduce need for sedative and pain medication, improve patient outcome, and reduce wound healing time. The bed permits easy positioning and egress, thereby¿enhancing the independence of patients. An inspection performed by a baxter technician noted that the bed was functioning as designed. No device malfunction was identified. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the envella bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A stage 3 pressure injury is categorized as full-thickness tissue loss. Subcutaneous fat may be visible, but bone, tendon or muscle are not exposed. In this event, the customer did not provide additional information regarding the patient injury, however, a stage 3 pressure injury often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. Additionally, there was no report of device malfunction, and the technician inspection noted the bed was functioning as designed. The exact cause of the reported event is undetermined at this time, however, due to the sparsity of information received from the customer, a use error/misuse of the device cannot be ruled out. Prevention of this type of events, and correct utilization of the device is outlined in the device IFU. If any additional and relevant information is received, the case will be re-assessed accordingly.